Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the pump settings were being entered, the correction factor was accidentally entered incorrectly. Subsequently, the customer experienced blood glucose (bg) levels ranging between 40-371 mg/dl. Carbohydrates were consumed to address low bg. Recommendation was made to discuss pump settings with customer's health care professional.